Manufacturer narrative:
Na

Event description:
It was reported that the ventilator started smoking while connected to a patient. The patient was removed from the ventilator and placed on a hospital ventilator. No patient harm reported.